Event description:
Injury: a pt who has been using novofine 30 needles for nearly two yrs without incident, reports that one of the needles broke off in her abdomen. Although no x-rays were performed, the pt's physician made two incisions to try and remove the needle, but his efforts were unsuccessful. The pt also states she had other problems with needles from this particular box and that several needles appeared to be bent. Analysis of unused needles from same lot pending.